Event description:
It was reported that the device exhibited non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Programming changes were discussed but not made at this time. No patient's symptoms were reported.